Manufacturer narrative:
Batch review performed on 28 june 2022. Lot 2004828: (B)(4) items manufactured and released on 31-aug-2020. Expiration date: 2025-aug-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: batch review performed on 3 june 2022. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2115598: (B)(4) items manufactured and released on 24-nov-2021. Expiration date: 2026-nov-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot 2113859: (B)(4) items manufactured and released on16-dec-2021. Expiration date: 2026-dec-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to a dislocation of the head from the liner and the cause is unknown. About 1 month and a half after the primary surgery, the surgeon revised the stem, and revised the head and liner to dm. Upon distraction of head from liner, the stem appeared loose and was extracted - the cement was not adhered to the stem, thus, the stem pulled out easily. The surgery was completed successfully.